Event description:
It was reported to boston scientific corporation that a gold probe was used in the lymph node during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the device broke. It was reported that the device detached; however, it is unknown at this time what specifically detached. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information despite good faith efforts.

Manufacturer narrative:
Device code a0501 captures the reportable event of device detachment.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the lymph node during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the device broke. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of device detachment. Investigation results: the returned gold probe was analyzed. The visual evaluation found that the tip of the device was detached and not returned. In addition, the working length was found kinked in the distal section. No other problems were noted. The reported event was confirmed. Product analysis identified that the distal tip was detached, and the working length was returned kinked. Most likely procedural factors as lesion characteristics, handling of the device, the technique used by the physician, could have resulted in the damages encountered in the device the detachment and the kink in the working length. Based on all available information and analysis of the returned device, the most probable cause is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.